Manufacturer narrative:
H10: additional manufacturer narrative: preliminary evaluation of subject device was performed; however, the final evaluation is yet to be completed. The reported event is pending further investigation. A supplemental report will be submitted in a timely manner once the investigation has been completed or new information becomes available. Per preliminary evaluation of returned device, 'as received, one ezc21a cannula. What appeared to be blood was visible along the wire-reinforced area of the cannula, the non-wired section, and at the junction between connector to cannula. A kink was observed at the wire-reinforcement section of the cannula body.' Per product evaluation, 'report of cannula leakage was confirmed. Device was returned with visible blood residue at the connector to cannula junction. As received, cannula was observed to be kinked at the wire-reinforcement section of the cannula body, approximately 7" from the distal end. A leak test was performed with red vent cap removed and leakage was observed between the connector to cannula junction. No other visual damage, contamination, or other abnormalities were found.' Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an ezc21a was noticed to be leaking from the area between the device connector and main body of the cannula. The leak was noticed approximately 1 hour after initiating cpb. The device was not exchanged and there was no change in procedural strategy after the leak was detected. There were no abnormalities noted during device prep and the device was de-aired using patient blood volume. There was no reported impact to the patient.

Manufacturer narrative:
The reported issue is related to a cannula leak that occurred at the connection between the cannula body and the connector. However, the incident involves a minor leakage at the junction between the ez glide cannula and the connector and there were no associated injuries or blood transfusions required. As a result, the severity of this non-conformance is limited. Therefore, this leakage issue will result only in procedural delay with no risk for the patient. Based on this information, this event is no longer considered reportable and this correction is being submitted.